Manufacturer narrative:
Direct: (B)(6). Internal ext: (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd legacy plus, mdl 6500, pump was alarming no disposable pump won't run. Per reporter the settings were reviewed, the pump was turned off, the tubing was clamped at the port site and the cassette was removed, then the tubing was massaged, and the cassette attached. Per reporter the alarm returned upon restart, the user also reported the tubing was flattened in some areas. Per reporter residual volume was: 101.3, rate 2 and 137 was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.